Event description:
The report received indicated that while advancing the diagnostic wire through a needle, the wire got stuck and it kinked. The device was exchanged and the procedure was completed without any injury to the patient. The guidewire was returned for evaluation; however, visual analysis identified scraped polytetrafluoroethylene (ptfe) coating present over the tip and the shaft.

Manufacturer narrative:
Please note that the product evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.